Event description:
It was reported that the patient went to the hospital two weeks before surgery because his inflatable penile prosthesis (ipp) was not working properly. A revision surgery was performed and inspection revealed a crack in the cylinder connecting tube. The pump and cylinders were removed and replaced. The cause of the cylinder connecting tube crack was not explained in detail by the hospital. The patient had a stable outcome.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.